Event description:
In 2001, the patient was diagnosed with spondylolysis. Per the attorney ,spondylolysis is "a fracture of the back part of the vertebra". An x-ray from (B)(6) 2005 showed a stable grade I spondylolysis at l5. In (B)(6) 2006, the patient underwent a lumbar fusion surgery at l5 using transpedicular screws and rods and rhbmp-2/acs. A CT scan from (B)(6) 2008 notes "there is fairly extensive bone grafting material in place". "By october 2009, the patient's back pain had returned. An MRI from (B)(6) 2011 indicated particulate disease" surrounded the screws. The surgeon reportedly stated that the screws were not the source of the patient's pain. On (B)(6) 2011, another physician recommended the removal of the screws. On (B)(6) 2011, a third opinion also recommended the removal of the screws. On (B)(6) 2011, the patient underwent a revision surgery to remove the posterior instrumentation. The patient immediately experienced pain relief. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.